Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during total parenteral nutrition (tpn) therapy . It was stated, "patient's evening nurse (rn)s and IV nurses noticed over the past few days that the tpn bag would go empty before the bag was due. Proper procedure is ordering and administering tpn to patients that have 100ml overfill (+/-3%), to ensure bag does not run out before bag can be exchanged. The tpn pump rate was visually inspected and was seen running at correct rate as indicated by pump (65ml/hr). Pump was switched out and the next day, issue appeared to be resolved as there was overfill in tpn before IV nurses needed to change out bag. No adverse effects to patient. Patient's nutritional status and electrolytes were monitored daily, and the small amount of extra fluid patient may have received was minimal." No additional information is available.